Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported discrepancies between her sensor readings and blood glucose. Her sensor read 50 mg/dl when her blood glucose was 200 mg/dl. The customer received two calibration errors and was prompted to change the sensor, which was found to be bent upon removal. Nothing further was reported.